Manufacturer narrative:
(B)(4) .ther remarks: n/a, corrected data: n/a.

Event description:
It was reported "the swg was found kinked prior to the patient". The issue was found prior to use. No patient injury or harm occured.

Event description:
It was reported "the swg was found kinked prior to the patient". The issue was found prior to use. No patient injury or harm occured.

Manufacturer narrative:
(B)(6) the report of a kinked spring wire guide was confirmed through examination of the returned sample. The customer returned one, opened cvc kit, including one guide wire assembly, catheter, and arrow raulerson syringe (ars) for evaluation. The end cap and the blue st raightener, components of the guide wire assembly, were not returned. No definite signs of use were observed. Visual analysis revealed that the guide wire contained one kink towards the distal j-bend. Microscopic examination confirmed the damage. The kink on the g uide wire would have been protected during packaging, shipping, and storage. Both welds were observed to be full and spherical. No other defects or anomalies were observed with the guide wire, tubing, nor the returned tray. The kink in the guide wire measured 40mm via calibrated ruler from the distal end. The overall length of the guide wire measured 602mm via calibrated ruler, which was within the specifications of 596mm-604mm per product drawing. The guide wire outer diameter (od) measured 0.79mm via calibrated caliper, which was within the specifications of 0.788-0.826mm per product drawing. The guide wire was functionally tested per the instructions for use (IFU) provided with this kit, which instructs the user, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". The guide wire was advanced through the returned ars and 18ga introducer needle subassembly. Resistance was noted at the location of the kink; however, the guide wire was able to pass through the syringe/needle subassembly. A manual tug test confirmed both welds were intact. The IFU provided with the kit informs the user, "do not use if package is damaged". A device history record review was performed, and no relevant findings were identified. During normal assembly, the kinked portion of the guidewire are protected within the protective tubing of the advancer assembly; however, the blue straightener and end cap were missing from the returned assembly. Based on the customer report and sample received, the potential root could not be determined as it is unknown if the damage occurred before or after the customer handled. Teleflex will continue to monitor and trend for complaints of this nature. Other remarks: n/a corrected data: n/a